Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two anchors with the same lot number. It was reported the patient's anchors had become superficial, which in turn resulted in discomfort. Surgical intervention was undertaken on (B)(6) 2016 wherein sutures were placed at the anchor sites. The issue is now resolved.